Manufacturer narrative:
The main component of the system, other applicable components are: product ID: neu_unknown_ext, product type: extension. Product ID: 3550-29, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the implantable neurostimulator (ins) depleted faster than expected; the batter did not deplete normally. It was also reported that an out of regulation (oor) message was seen in (B)(6) 2016 and the rep speculated that it was due to a short. There was no known impact or consequence to the patient following the explant.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37601 serial # (B)(4) showed no significant anomalies. The ins was returned due to depleted battery and out-of-regulation (oor) appearing on patient programmer. An impedance test conducted with returned ins and known good extension and leads. Normal impedances observed. According to the trace report, on (B)(6) 2016 the ins battery started to deplete rapidly. This was the same date as reported by the field rep that an oor occurred. Depending on the parameter settings, an oor can occur when impedances drop below 300 ohms. Based on this information, this device experienced low impedance on the output causing the battery voltage to drop sharply. No functional anomalies were observed during analysis of this device. The battery was at normal end-of-life (eol). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer representative (rep) reported that the ins was explanted on (B)(6) 2016, and that they are not aware of any procedure that took place on (B)(6) 2016. On (B)(6) a nurse confirming that 2 leads and extensions were implanted on (B)(6) 2016, and that the patient did have an ins replacement on (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.